Manufacturer narrative:
Event year is reported as 2019; however exact date of postoperative blade migration is unknown. Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: manufacturing location: (B)(4) / inspected, packaged and released by: monument manufacturing date: 10-jul-2019, expiration date: 01-may-2029, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 3l38122 (sterile), lot quantity: 48. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part 04.038m385sp manufactured by (B)(4). Lot number: 3l19770. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had an unknown procedure on (B)(6) 2019 and was implanted with trochanteric fixation nail-advance (tfna) nail and blade. All x rays were satisfactory post op. Patient was admitted to another hospital 3 weeks later due to implant failure. The blade had migrated medially into the pelvic area and had to be removed. The nail was removed successfully on (B)(6) 2019, and hip replacement was performed . Concomitant devices reported: locking screw (part #: unknown, lot #: unknown, quantity: unknown); tfna end cap (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: unknown), tfna end cap (part: unknown, lot: unknown, quantity: 1), tfna femoral nail (part: 04.037.058s, lot: h823842, quantity: 1).